Event description:
A 26mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the pt did not return for follow-up treatment. It was reported that the pt presented to the emergency room with severe abdominal pain. The CT demonstrated that the aneurysm had ruptured due to an unk location of an endoleak. The pt was taken to the operating room where the stent grafts were removed and converted to a conventional stent graft. No add'l clinical sequelae were reported and the pt is reported to be fine. Medtronic received the explanted stent graft and its evaluation is pending.